Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was evaluated by a zoll approved service provider. Device data was reviewed following a report that the device issued multiple "no shock advised" messages prior to a shockable rhythm being identified. Device data review determined that the ?no shock advised? Messages corresponded to rhythms affected by CPR artifact, low amplitude, or non-shockable characteristics, consistent with design specifications. When a shockable rhythm was present, the device appropriately advised and delivered therapy. Functional testing identified no abnormalities. The available data supports that the device operated as designed and that the rhythm analysis results were consistent with the waveform characteristics during the analyzed periods. The device functioned as designed and configured, within the known limitations of the technology. He device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.